Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: to confirm the correct device deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath as an accessory. When the trunk-ipsilateral leg was deployed, the ipsilateral leg of trunk-ipsilateral leg was unintentionally landed on the left external iliac artery approximately 5mm and the left internal iliac artery was covered. The physician tried to push the device up by using a balloon, but it was not completely resolved. The procedure was completed after confirming the blood flow from the collateral vessel. No reintervention was planned. The patient tolerated the procedure. The physician is monitoring the patient. The physician commented that the device was deployed while pushing up, but it was not enough.